Event description:
Reporter noted that while resting hand on machine, wrist skin was caught when IV pole lowered. Treatment included elevation, ace wrap, tylenol and ice to affected area. No sutures required, but area is bruised, numb and there may be a permanent scar.